Event description:
The customer reported that two error codes displayed while using the system. One of the error codes had been displaying intermittently. The exposure cut off and there was no exposure. Without the dr selected, there were no problems with the exposures. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit complaint files conducted by canon healthcare solutions USA. (B)(4). Evaluation of the returned product found that screws were missing on the ref pc board. Both screws were found stuck underneath the sensor pcb. The panel was calibrated and self test was performed. The panel works fine. The panel was serviced for the loose screw issue. (B)(4).